Event description:
Upon deployment, surgeon noticed slight bleeding at furthest most distal pin. No complications beyond. Case was completed by oversewing last centimeter or so with one pledget and one suture. No additional intervention or patient follow-up. Fastener was implanted.